Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was over delivering. The customer's blood glucose level was 9.4 mmol/l at the time of the incident. The customer had a normal blood sugar. The customer had an impression that they were getting more insulin that they should while having the same carbohydrate ratio and the same sensitivity all day. The device will be returned for analysis.